Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2010. Multiple struts of the filter perforated through the patients' ivc. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to trauma. Patient is alleging vena cava perforation. Patient further alleges "I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has perforated outside of my vena cava." "For fear of aggravating my current condition and causing potential future injuries related to the cook filter, I try not to engage in any activities that could cause me to exert myself." Depression, anxiety. Per computed tomography report, "superior extent of ivc filter inferior l2 vertebral body. Inferior extent l3-l4 disc space." "A total of 6 prongs have perforated through ivc... Maximum distance prongs perforated through ivc 5.66 mm..." "Coronal images 8.24 degrees tilt left to right... Sagittal images 12.23 degree tilt anterior to posterior..." "Diameter of ivc directly above filter 22.68 mm x 13.74 mm..."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, anxiety, worry, fear, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, worry, fear, limited physical activity, is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.